Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through the (B)(4) clinical trial, during the patient¿s 4 year follow-up, echo showed the 23mm sapien valve¿s leaflet mobility were restricted and thickened, and there was moderate to severe paravalvular aortic insufficiency. The mean gradient has increased from 16mmhg to 28mmhg. The patient¿s echo also showed the patient also had moderate to severe mitral regurgitation, severely dilated left atrium, moderately enlarges right ventricle, moderate tricuspid regurgitation, and moderate pulmonary hypertension. The patient expired at home approximately 2 months later. The cause of death was listed as aortic valve stenosis. There was no further information available about any acute events prior to the death. No autopsy was performed.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this patient. Please reference related manufacturer report no: 2015691-2017-01373. Per the instructions for use, thickening of valve leaflets is a potential risk associated with bioprosthetic heart valves. The thickening of valve leaflets can be a result of early calcification of the leaflets, host tissue overgrowth, micro-thrombi, and/or inherent metabolic disorders. Several factors can cause development of thickened leaflets, including: thrombosis due to inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). It may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by a reduction in valve area, an increased gradient across the valve, or reduction in leaflet movement. In this case, the cause of the reported sapien xt valve moderate leaflet thickening and moderate motion restricted with abnormal gradient (28mmhg) cannot be determined, but it may have been related to progression of the patient's underlying disease processes. According to this visit physician¿s notes, the patient was doing well with chf nyha class ii, with no limitations on activities other that pre-existing conditions and the plan was to coordinate a follow-up visit in one year. However, the site reported that 2 months after this visit, the patient expired at home and that, besides the death certificate, no further information was available about the events prior to the death. The patient was of advanced age patient ((B)(6)) also had an extensive history of multiple serious cardiac comorbidities that may have also contributed to the patient¿s demise (i.e. Chf nyha class iii, coronary artery disease s/p pci, CABG (4 vessels), hypertension, hypertensive heart disease, ischemic heart disease and diastolic dysfunction). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.